Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt (as of (B)(6) 2009) and was not returned to the MFR. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the following info was obtained via a phone questionnaire. When the pt was asked "do you have any pain in your knee that has the study knee replacement?", the following was noted, "pt reports pain and swelling in left knee. He indicated that the tibial component is loose and he will have revision surgery at university of vermont orthopedics in the fall of 2009". The date the individual spoke to the pt via phone was used as the event date".